Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old female patient who underwent a primary breast augmentation procedure with mentor memorygel xtra breast implant 325cc gel breast prostheses developed baker grade iii capsular contracture in her left breast post implantation. Additionally, it was reported that both breasts were riding high, giving the patient a waterfall effect to the breast tissue. As a result, the patient underwent unilateral explantation of the left breast prosthesis followed by replacement with a mentor memorygel xtra breast implant 325cc gel breast prosthesis on (B)(6) 2022. The patient also underwent a surgical intervention on the right breast where the surgeon removed the breast prosthesis, performed a capsulotomy and partial capsulectomy, and re-implanted the device. Mentor breast prostheses are single use devices per its IFU. This medwatch report is for the patient¿s left breast prosthesis.